Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement and shaft fracture occurred. The 90% stenosed lesion being treated was located in the long segmental, severely calcified, non-tortuous, eccentric proximal ramus artery. The lesion was predilated with a 2.5x15 mm maverick balloon, inflated to 14 atm. The shaft fractured and the 3.00x20 mm taxus express2 drug eluting stent dislodged from the balloon when entering into the ramus. The physician reported "it did not catch on anything." An 8fr introducer and an 8fr guide catheter from another manufacturer were being used. The stent was lost in the right iliac artery. An attempt to snare the stent was unsuccessful. The stent was not located and is believed to remain in the iliac. The physician attempted to pass another 2.75x20 mm taxus stent. However, it was unable to cross the calcified area and was removed from the patient. The procedure was successfully completed by performing ptca on the lesion with the maverick 2.5x15 mm balloon. No additional patient complications were reported. Patient status reported as "stable."